Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected a tachycardia episode that appeared to be noise. It was noted that the patient was scheduled for an magnetic resonance imaging (MRI) on the day of the event. The icm remains in use. No patient complications have been reported as a result of this event.